Event description:
Allegedly removed during revision surgery for the femoral prothesis.

Manufacturer narrative:
Correction: this item was removed during the revision of medwatch 3500a report #1043534-208-00332. Investigation is not complete. No complaint was stated against this item. Trends will be revaluated. This report will be updated when the investigation is complete. This event occurred in another country.